Event description:
Resident was being assisted by a cna in the tub room for a shower. Na reports after the shower she was draining the water and noticed blood on the resident's heel. After further inspection, she noticed blood was coming from resident's right foot 3rd toe and noted the toe was partially amputated posteriorly. Nursing assistant denied any known trauma. The resident denied any known trauma. The resident was sent to the ed for evaluation. Lock out/tag out completed on the spa tub. It was inspected by our maintenance department and was found to be functioning appropriately, no rough or sharp edges noted.

Manufacturer narrative:
Not enough information to form any possible confirmation of equipment malfunction or misuse of operating procedures. Their maintenance personnel claimed after lock out tag out that everything performed as it should have.